Manufacturer narrative:
This MDR submitted 09/24/2014 references itc complaint (B)(4). Tube lot # a4fte014. Method: actual device not evaluated. Process evaluation performed. No ncmrs were identified for the instrument. No related complaint trends identified. Electronic quality control tests passed on both wells. Results of liquid quality control test were not reported. There were no significant deviations identified in sample handling or instrument operation. Itc has requested all data required for form 3500a.

Event description:
Health care professional complains of inconsistent act results with a hemochron response system. The patient was being monitored for heparin anticoagulation effect during cardiac surgery. Results reported from the same sample were tested in well 1 and well 2. The results, both below target range, varied up to 20%. No adverse event(s) reported. This event occurred outside of the united states.